Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump and put it into storage mode before returning it. The malfunction recurred after resetting, so technical support arranged for a pump replacement. The customer was informed to use multiple daily injections (mdi) as backup therapy and agreed to return the problematic pump within 10 days.